Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During preparation for an elective device exchange procedure, fluoroscopic imaging revealed an externalized conductor on the right ventricular (rv) lead. As all electrical parameters were stable, the physician elected to leave the lead implanted. No intervention was performed at this time. The patient was stable and will continue to be monitored.